Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. Complaint internal reference # (B)(4).

Event description:
It was reported by the patient on maude event report mw5077048. A physician performed a novasure endometrial ablation sometime in the year 2017. The patient reported on (B)(6) 2007, she experienced "severe abdominal pain, back pain and right leg pain seems to come with monthly cycle. Was diagnosed with post ablation syndrome. Scar tissue formed and closed off cervix not allowing monthly cycle to release". No other information was reported. We have been unable to obtain additional information surrounding this event.